Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (button/keypad issue) issue. The reporter believed there is moisture in the keypad. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2014 with the following findings: all buttons were functional. None of the buttons were hypersensitive. Investigators tested each button with multiple presses and every button responded once for each press. No damage to keypad. Removed keypad. Opened pump removed from case. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.